Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7148103, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7155370, UDI: (B)(4).

Event description:
It was reported that patient was feeling the stimulation in a non target area and feels a horrible pain with movement. The patient underwent a spinal cord stimulator (scs) replacement procedure.